Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was approximately (B)(6) 2016. It was reported that two years prior the pump dumped the drug. The patient overdosed and was in a coma. The pump was not functioning. The pump was currently full of saline. No further complications were reported.